Event description:
I have used amo complete moisture plus contact lense solution in 2007, I developed a very red and irritated eye and stopped wearing my lenses. I treated the symptoms with otc eye drops for pinkeye, and after 3 days the symptoms abated. The next day, the infection had moved to one of my inner tear ducts, causing swelling of the eyelid, redness, itching, and irritation on the inner eyelid. This monday, I heard that amo's mp solution had been reported as a factor in eye infections, so I am reporting my incident. I have not worn contacts or used the solution since the first symptoms developed.